Event description:
It was reported that the customer experienced a blood glucose (bg) level of 427 mg/dl, resulting in a fall and "bruised hip". Cause of bg level was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Reportedly, was discharged approximately 5-7 days later with the issue resolved and no permanent damage. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.